Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced pain at the implant site with subsequent loss of osseointegration (date not reported) resulting in fixture loss.